Event description:
It was reported that the patient presented to the clinic for a follow up. Device interrogation noted that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition. The noise was reproducible in the clinic. Programming changes was performed on the sensitivity. The patient was in stable condition.